Manufacturer narrative:
(The tandem t:slim x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the cartridge had 4 units of insulin remaining, the customer refilled the cartridge with 150 units of insulin, and reported that the insulin gauge displayed an inaccurate fill estimate of 0 unit. Blood glucose level was 153 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.